Manufacturer narrative:
The technician did not need any medical intervention. A previously improved control panel mount design with upgraded components has been implemented and installed to repair the system. .

Event description:
A customer reported an epiq ultrasound system had a control panel arm fail and contact a technician during servicing. There was no serious injury associated with this event.